Manufacturer narrative:
Additional information was added: the lot was manufactured from september 17, 2019 - september 18, 2019. The two (2) samples were received for evaluation. A visual inspection was performed, and it was noted that there was a reddish-brown particle embedded in the material of the tubing line. The particle was not in the fluid path because it was embedded in the material of the tubing line. The particle was subsequently identified to be polyvinyl chloride (pvc) via ftir spectroscopy testing. Pvc is a raw material of the tubing line. Fragment of burnt pvc can potentially be embedded in the material of the tubing during the extrusion process of the tubing. The reported condition of particulate matter was verified. The cause of the condition is related to a supplier manufacturing issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a red particle were protruding out of the tubing surface of two (2) small volume intermates. This was identified during pre-use verification. There was no patient involvement. No additional information is available.